Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
The jaw was broken and was fallen into the patient during the procedure. It was removed from the patient. Use of another device to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # r92w9w. Device analysis: the analysis results found that the el5ml device was received with no damages in the external components; in addition the tissue stop was missing. No functional testing could be performed due to the instrument being empty, due to the condition of the device, no functional testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly the advancer was found to be bent and no clips were found inside clip track. Possible causes for the found condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.